Event description:
Rn states : "when the rn attempted to engage the needle guard against a hard surface to lock it, the needle hub popped off of the syringe. Confirmed with the same type of needle and multiple types of syringes, the needle will not completely lock to the syringe despite turning as hard as possible. With minimal pressure, the needle hub will pop off of the luer lock. Management, supply & distribution (s&d), and house manager notified." Product failure form completed and sent to s&d.